Event description:
Visiting nurse is reporter and states customer's meter has been reading high. Caller states she ran controls (expired controls used) and they were high, but these values were not provided nor was the control range. The nurse states a back to back comparison was performed within 10 minutes using the nurse's meter with the following results, customer meter = 359 mg/dl, nurse's meter 170 mg/dl. No treatment was made based upon results. The device was replaced and requested to be returned for evaluation.